Event description:
The device was returned for analysis. The event was not confirmed since it took place in-vivo. The root cause of the event could not be conclusively determined; however, was most likely due to patient anatomy combined with heavy calcification.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was planned to be used for the endovascular treatment of a 11 cm diameter abdominal aortic aneurysm. The patient¿s iliac arteries were heavily calcified. It was reported that during the index procedure, the device would not pass through the patient iliac arteries. A pathway device was used to try and create a lumen, then ballooned with 7 and 8 mm balloons. The device was attempted again however, unsuccessful. The physician then removed the delivery system and noted kinks and twists in the sheath. The physician successfully completed the case with another endurant device. No clinical sequelae were reported and the patient is fine.